Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2-1 and 2-2 were not detected on bus frequently. The field service engineer reseated row board connections at drawer controllers and retractor band connections. The system functioned as intended after the field service engineer troubleshooted the device.